Manufacturer narrative:
Procedure was completed successfully with second implant. Patient is doing well.

Event description:
When opened from pouch, it was difficult to discern top of implant from bottom (base). Bear implant hydrated] very fast and fell apart when attempting to put in knee. Implant was discarded and procedure was completed with a second implant. Second implant looked better and hydrated normally and was from the same lot.